Manufacturer narrative:
Continuation of d10: product ID wr9230, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9230, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A manufacturer representative reported having issue connecting the wireless recharger to the ins in the operating room; the caller reported he was able to connect about 50% of the time. Caller reported he was able to pair the wireless recharger to the app, but unable to connect to the ins. Troubleshooting performed. Caller reports he had to leave the call as the patient is rolling in. Caller reports he will swap out for another wireless recharger. After talking to patient services (pss) the manufacturer representative (rep) decided to grab another new recharger and it worked properly. No symptoms reported. Additional information received from the manufacturer¿s representative (rep) reported the recharger was out of the packing when attempting to charge and there were no barriers between the implant and recharger.